Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false negative reactions of the positive control solidscreen ii control when used on tango infinity. We are still waiting for information on the lot number of the allegedly defective product and also for the sample itself. The affected tango infinity was inspected by one of our field service engineers. He found the wash injection pump in need of replacement and it was exchanged. We are waiting for information if this repair fixed the problem.

Manufacturer narrative:
This is our final report on this incident.

Event description:
Our tech support USA reported a false negative reaction of the positive control with biotest cell-i11 plus on tango infinity during installation of one tango infinity at a customer's site. It was reported that cell #1 to #4 of biotest cell-i11 plus were supposed to show a positive reaction, but only cell #1 and #2 showed the correct positive result. Furthermore the customer reported that the false negative result was not flagged by tango infinity, but a failure message "washer monitoring: not aspirated" was created. The customer did neither return the supposedly defective product nor the positive control that had caused the false negative test result. Therefore our quality control laboratory tested their retained sample with different samples and controls, e.g. The positive control solidscreen ii control in tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotest cell-i11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by one of our field service engineers. He found the washer injection pump in need of replacement due to recurrent failure messages "washer monitoring: not aspirated". The washer injection pump was exchanged and several adjustments were made. The instrument is operating within manufacturers specifications and is now ready for full operation. Until now, this issue occurred as a single event on this instrument.